Event description:
It was reported that during a routine device replacement procedure, an insulation defect on the right ventricular (rv) lead was observed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: d284trk device, implanted: (b)(64) 2010, product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.